Manufacturer narrative:
Following the event, the console was checked by a representative of the manufacturer's clinical specialist. The thermogard console functioned as intended and review of the event log indicated that the console was set at max cooling with target rewarming temperature at 37.5°c with no issue found. The thermogard console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the patient admitted with known clinical history of sepsis and systematically anticoagulated with high dose of heparin infusions, was inserted a quattro catheter in the right femoral vein without issue and received ivtm therapy. On day 4 of ivtm therapy, the user reported that the patient did not achieve target rewarming temperature. No information was provided regarding the set target temperature and the console setting at the time of the event. Ivtm therapy was discontinued and the catheter was removed from the patient. Inspection of the removed catheter indicated a deep vein thrombosis (dvt). Additional information stated that no further intervention in response to the dvt was required as the hospital personnel indicated that a clot was found on the catheter. The patient was discharged from the hospital with no further issue reported. This represents the report of the patient unable to achieve target temperature using the thermogard console. The report of dvt observed on the removed catheter is referenced under MFR 3010617000-2018-00468.